Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture dates: september 26, 2012 - september 27, 2012. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an lv 2 infusor leaked at the filling port. This occurred during filling of the device. There was no patient involvement. No additional information is available.